Event description:
During an initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air has entered the cassette). This alarm was identified during a review of the device alarm logs; there was no report for this alarm called in by the customer.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the logs of the homechoice (hc) device. The se 2240 occurred on (B)(6) 2010 in drain 1 of 4. The alarm was confirmed by review of the logs, but not duplicated during evaluation. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The root cause investigation is in progress through (B)(4).